Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that their quality controls were out of specifications on the day discordant results were obtained. The customer calibrated ecrea method and reran quality controls, which were acceptable. The customer had run patient samples prior to calibration of ecrea. The customer repeated those samples and determined that the initial results were discordant when compared with the repeat results. A siemens customer service engineer (cse) was dispatched to the customer site to follow a siemens regional support center (rsc) specialist's instructions. The cse aligned the cuvette ring, bleached reagent arm 2 and reagent arm 3 drains and performed server 1 service method testing including mix and over mix tests. The cause of the discordant, falsely low ecrea results on two patient samples is unknown. The device is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant, falsely low enzymatic creatinine (ecrea) results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). The samples were repeated on the same instrument, resulting higher than the initial results. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low ecrea results.